Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experiencing ineffective from the lead placement. As such, surgical intervention took place on (B)(6) 2021 where in the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was turned on post operatively.